Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) 2 had been drifting in two different cases. This record captures the previously reported issue. Usm 2 had the endoscope and setup for a ride side patient for hernia case. During the case, the staff noticed that usm 2 would drift towards the medial with endoscope on it. The caller stated they would need to readjust usm #2 to get it back into place. Tse reviewed logs and did not see any issues associated with reported issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw and pitch motor modules were inspected, and no faults could be identified. The complaint was not confirmed based on failure analysis. While a definitive root-cause cannot be established, the potential root cause for this failure can be attributed to an issue within the yaw and pitch motor modules.

Event description:
Refer to h11 for follow-up information.